Manufacturer narrative:
Reliability analysis evaluated 5 opened/used reservoirs and performed a visual inspection and 2 of 5 found the transfer guard needle bent at 90 degree angle. Unable to perform a pre-fill test due to said condition. 1 of 5 reservoir performed pre-fill reservoir test per (B)(4). Reservoir failed per inspection found reservoir transfer guard needle occluded. And 2 remaining passed per specifications. No occluded anomaly. (B)(4).

Event description:
The customer reported via phone call that she had a reservoir that's plunger could not be pushed. Customer reported having another reservoir whose transfer guard needle was bent. Blood glucose level at the time of the incident was not provided. The customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.